Manufacturer narrative:
Device evaluated by MFR.: fg emerge mr, us 2.50mm x 12mm was returned for analysis. A visual, tactile and microscopic examination was performed. The device was received in two sections as a result of a break in the hypotube. The break was located at 19cm distal to the distal end of the strain relief. A visual and tactile examination identified multiple kinks along the main section of the hypotube break. An examination of the distal extrusion identified no damages. A microscopic examination of the break site identified that the break is consistent with excessive force having been applied to the device which resulted in the hypotube shaft kinking and breaking. The balloon folds were relaxed. Device analysis confirmed the complaint allegation. No other damages were observed.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during the procedure, the shaft broke 30-40cm from the hub just outside the hemostasis valve. Subsequently, another 3.50mm x 15mm nc emerge balloon catheter was advanced, but the shaft also broke near the hub. Both devices were pulled and removed from the patient. The procedure was completed successfully with no patient complications reported.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during the procedure, the shaft broke 30-40cm from the hub just outside the hemostasis valve. Subsequently, another 3.50mm x 15mm nc emerge balloon catheter was advanced, but the shaft also broke near the hub. Both devices were pulled and removed from the patient. The procedure was completed successfully with no patient complications reported.